Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used on a female patient during a procedure the day before (patient age and weight unknown). According to the complainant, during the procedure, the balloon ruptured inside of the patient at 7 atms. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-4070.

Manufacturer narrative:
Corrected data: initial MDR should have been: 2007.

Manufacturer narrative:
The complaint device was returned for evaluation and a visual examination revealed a longitudinal tear indicating that it had burst. The maximum inflation pressure for this balloon size is 7atm and the pressure reported by the complainant did not exceed such pressure. The exact root cause could not be determined with the conducted investigation.